Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, it was found that the patient's right ventricular lead exhibited high, out of range pacing impedance. The patient's pacemaker was reprogrammed to deactivate the lead. The patient was stable.